Manufacturer narrative:
Certas valve (ID 828805) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism. As no valve was returned for investigation this could not be confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The certas valve (ID 828805) has been returned for evaluation: device history record (DHR)- the product code 82-8805 with lot 6418543 conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 6. The valve was visually inspected, the needle guard was slightly raised. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux and siphon guard. The valve was then pressure tested, the valve failed the test. The needle chamber was dismantled, glue traces were noted on the silicone housing and the needle guard, the needle guard was slightly bent. The valve was dismantled, biological debris was noted on the ruby ball, the seat of the ruby ball and on the flat spring. Root cause - the root cause for the pressure failure issue noted during the investigation is due to biological debris on the ruby ball on the seat of the ruby ball and on the flat spring. The root cause for the raised needle guard noted during the investigation could be due to handling, as noted in the IFU. Do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The possible root cause for the issue ¿the drainage has stopped¿ reported by the customer, could be due to the raised needle guard blocking the flow passage, at the time of investigation no drainage issues were noted, this could be due to manipulation of the valve during ex-plantation or decontamination the needle guard has moved no longer causing an occlusion.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828805) was implanted on (B)(6) 2023 for peritonial ventricular bypass hydrocephalus. Eleven days after implantation, the patient presented with signs and symptoms and during a medical evaluation, it was found the drainage has stopped after reprogramming. Patient was exposed to MRI with intensity (gauss) of 1.5 tesla. Valve configuration confirmed after magnetic resonance. Patient was not exposed to significant acceleration or deceleration, such as car accident. Valve was explanted and replaced on (B)(6) 2023. No permanent harm to patient and currently the status is stable.